Event description:
The customer reported a malfunction on the pump after it was accidentally dropped onto a hot lawnmower, causing visible damage near the battery charging port. There was no adverse impact to the customer¿s blood glucose level. The customer decided to use multiple daily injections (mdi) as a backup therapy and was provided with a replacement pump by cts. The new pump comes with updated software, and the customer was advised on using a g7 sensor, storage mode procedures, and return instructions for the malfunctioning pump.